Event description:
2003-manufacturer stated there was an alleged injury. History form indicated a health condition, that was noted during user's session with the device. The user facility nor the device caused any injury file a complaint.